Event description:
The initial reporter received a questionable igm-2 tina-quant igm gen.2 result for one patient sample tested on a cobas 6000 c501 module. The initial result was reported outside of the laboratory. On (B)(6) 2022 at 3:34 pm, the initial result was 33 mg/dl. The first repeat result at 4:05 pm was 8mg/dl with a data flag. The second repeat result at 4:05 pm was 18 mg/dl. On (B)(6) 2022 at 10:47 am, the third repeat result was 35 mg/dl. The reagent lot number is 562229 with an expiration date of 31-may-2023.

Manufacturer narrative:
After discussion with the field application specialist (fas), the customer processed the sample 5 times consecutively and they obtained similar results. The investigation did not identify a product problem. The cause of the event could not be determined.